Manufacturer narrative:
The reported condition of leak was confirmed due to cut on the tubing due to an error in the manufacturing process which resulted in the tubing being cut by longitudinal cutting blades in the tiromat machine. The action was reinforcement to the operators of the packaging machinery in the certification (B)(4), due date:05/04/2010. (B)(4)

Event description:
Baxter sales rep phoned in (B)(6) 2010 to report a customer incident from (B)(6) 2010 in which a leak was detected with this set near the middle of the set close to the roller clamp. The nurse was hanging a morphine drip from comfort care, when after a few minutes, she noticed there was fluid leaking from the tubing and she saw a hole in the tubing. The tubing was not caught on the bed rail and no scissors were used around it, no needles, etc. This incident occurred with the continu-flo solution set, product code 2c8537 with lot number r09k19025. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.